Event description:
The patient presented in 2003 with signs of an infection of the csf. These included fever, redness, swelling, drainage, and meningeal signs and symptoms. A culture of the csf was positive for mrsa/staph aureus and the patient was diagnosed with meningitis. The patient was treated with IV and oral antibiotics and total device system explant. The infection is reported to have resolved.